Manufacturer narrative:
The customer reported the tubing fell apart, and then returned one sample of material 2426-0007, lot 25093169. Upon initial visual examination, the set verified the complaint of separation below the pump segment, at the slide clamp. The tubing was examined under the microscope, and insufficient solvent was found. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant addressed the issue by issuing a quality alert to personnel involved, reviewing more parts per production line, and adding a presence fixture to the lower pump segment assembly.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim it was reported by customer that a primary IV set came apart below the plastic slide clamp.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.